Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a left knee arthroplasty on (B)(6), 2008. Subsequently, a revision procedure has been indicated due to unknown reasons. Additional information received reported the patient was revised on (B)(6) 2015 due to instability and wear.